Event description:
It was reported "the doctor found the sheath damaged during insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intraaortic balloon catheter (iabc) with an original packaging box that matches the reported lot number. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was two (2) teflon sheaths and dilators. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. The stylet was inserted in the central lumen. The peelaway sheath was on the iabc. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. Upon return, the dilator tip was found to be damaged; the appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The dilator hub appeared typical. No other damage or abnormalities were noted. The tip and hub of the returned teflon sheath appeared typical. No damage or abnormalities were noted to the returned sheath. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for dilator tip damaged is confirmed. During the investigation, the returned dilator was found to be damaged at the tip. The appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undetermined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the doctor found the sheath damaged during insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".